Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depression or test strip insertion. Performed visual inspection of returned meter and no issues observed. The meter was de-cased and performed visual inspection no observation of contamination, blockage, or corrosion due to liquid contamination, still meter did not turn on and faulty component was not identified. Extended investigation was performed. Visual inspection was performed on the returned meter pcba, no issues were observed. Inserted known good batteries into meter and the meter turned on with button press and strip insertion. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle insulinx meter is 5 years. As the manufacturing date of this product is 2012, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.